Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an audible alert. An interrogation revealed the right ventricular (rv) lead had triggered an alert for high and variable pacing impedance. Additionally noted was an increased sensing integrity counter (sic) and noise. It was noted that the noise was able to be reproduced with isometric maneuvers. The lead was capped and replaced. No patient complications have been reported as a result of this event.